Event description:
Diabetes management consultant called and reported customer was hospitalized customer also states that the customer was hearing impaired. The diabetes management consultant didn't have specifics to the hospitalization,but indicated that customer was a former minimed pump trainer and understood the function of the pump.